Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. The connector was inspected and locked on screen board. No button error alarm during testing. Pump passed displacement test and self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump buttons were not working and the pump was no longer able to be used. The insulin pump will be returned for analysis.